Event description:
It was reported that during advancement of the rx acculink stent delivery system (sds) in the moderately tortuous and moderately calcified, left internal carotid artery, there was not adequate space between the sds and the emboshield nav6 because of anatomy. This resulted in the tip of the sds becoming entangled with the proximal portion of the emboshield nav6. After the rx acculink was deployed without issue, the sds was removed and the emboshield nav6 came with the sds. There was no difficulty removing the filter, nor the sds. There was no adverse patient effect. It was confirmed that the filter did not migrate. This device issue was due to the patient anatomy. The patient was discharged home the following day. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The emboshield nav6 referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.